Manufacturer narrative:
Investigation summary: it was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a lasso navigational eco catheter. During the procedure, the physician maneuvered the catheter from the left atrium into the left ventricle, resulting in the catheter becoming entangled in the mitral valve chordae tendinae. Physician attempted to maneuver the lasso navigational eco catheter out from the chordae tendinae without success. In doing so, the shaft of the catheter became separated from the loop and lodged in the mitral valve. The physician attempted to extract the separated loop with new catheters and guides, but was only able to retrieve a portion of the loop, leaving behind 3 electrodes. The cardiovascular surgeon assessed the patient and determined that the mitral valve was damaged to a degree requiring mitral valve replacement. During the surgical intervention, 1 of the 3 electrodes was successfully retrieved. Two electrodes remained in the patient: 1 in the heart and 1 that embolized to the gluteal artery. There is no information about the hospitalization. Physician's opinion regarding the cause of the adverse event is that it was related to the surgical technique and not product-related. The returned device was visually inspected and the lasso loop was found bent and out of shape with the tip cut leaving internal wires exposed, the lasso loop from the ring #6 was not returned with the catheter. Then, a deflection test was performed and the catheter passed. Per the condition observed, the catheter outer diameter of the parts without damage were measured and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint regarding the damage was confirmed. The root cause of the adverse event remains unknown and physician's opinion regarding the cause of the adverse event is that it was related to the surgical technique and not product-related. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade and that excessive force must not be applied to advance or withdraw the catheter through the guiding sheath when resistance is encountered. Based on available analysis finding results, the failure mode does not appear to be caused by any internal biosense webster inc. Processes, it could be related to the procedure. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/29/17. Originally the damage reported to the device was that the catheter become entangled in the mitral valve chordae tendinae. The shaft of the catheter became separated from the loop and lodged in the mitral valve. The physician attempted to extract the separated loop with new catheters and guides, but was only able to retrieve a portion of the loop, leaving behind 3 electrodes. During the bwi failure lab¿s visual inspection, the following returned catheter condition was noted. The lasso loop was bent and out of shape with the tip cut at the distal of ring # 7 leaving internal wires exposed. Rings #10, #9, #8 were pulled down to the proximal side of ring #7. Were ring #8 was the spine cover was torn. The lasso loop from the polyurethane (pu) dome to ring #6 was not returned with catheter. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Legacy ref. No: (B)(4). Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17502447l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Precaution statement for the lasso navigational variable eco catheter instructions for use states, ¿to prevent entanglement of the catheter with the valves and to prevent slippage of the catheter into the ventricles, care should be taken when using the catheter in or around the atrio-ventricular valve region.¿ (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a lasso navigational eco catheter and suffered a cardiac valve rupture requiring surgical intervention. During the procedure, the physician maneuvered the catheter from the left atrium into the left ventricle, resulting in the catheter becoming entangled in the mitral valve chordae tendinae. Physician attempted to maneuver the lasso navigational eco catheter out from the chordae tendinae without success. In doing so, the shaft of the catheter became separated from the loop and lodged in the mitral valve. The physician attempted to extract the separated loop with new catheters and guides, but was only able to retrieve a portion of the loop, leaving behind 3 electrodes. The cardiovascular surgeon assessed the patient and determined that the mitral valve was damaged to a degree requiring mitral valve replacement. During the surgical intervention, 1 of the 3 electrodes was successfully retrieved. Two electrodes remain in the patient: 1 in the heart and 1 that embolized to the gluteal artery. There is no information about the hospitalization. Physician¿s opinion regarding the cause of the adverse event is that it was related to the surgical technique and not product-related. Multiple attempts have been made to obtain clarification to this complaint. No further information has been made available. Should more information become available, case will be re-assessed and notes will be updated. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.